Event description:
It was reported that the patient lost consciousness and was hospitalized for hypoglycemia. The patient's blood glucose level dropped to 50 mg/dl and passed out onto his coffee table. The patient's neighbor called 911 and the patient was taken to the hospital. At the hospital, the patient was given a breathalyzer, was restrained and sedated while being treated with insulin and after 4 days the patient left the hospital against medical advice. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s911usqs6cyb3. Smartphone hardware: sm-s911u. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.